Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. A saber rx percutaneous transluminal angioplasty (pta) balloon catheter (4mm x 20cm x 155) was inserted. The distal tip of the non-cordis thrombus aspiration catheter and the distal tip of the saber pta balloon got stuck. Both devices were therefore removed from the patient body. Blood in the indeflator was confirmed. The doctor attempted to inflate the saber outside of the body. However, there was a balloon rupture (there were three or four pinholes) confirmed. The saber pta balloon catheter was replaced with a new non-cordis balloon catheter and the procedure was continued. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had a chronic total occlusion (cto). Initially, a smart self-expanding stent (ses) (12cm) was implanted in the middle part of the lesion and the inside of the stent was noted to have an occlusion. A contralateral cross-over approach was made with a 6f non-cordis sheath introducer. A wire crossed the lesion and the non-cordis thrombus aspiration catheter was engaged to the middle part of the stent. The saber rx pta balloon catheter was then inserted. As of note ¿the doctor knows that the saber pta balloon catheter is not a spec that could be inserted into the thrombus aspiration catheter¿. The device was returned for analysis. One non-sterile saber rx 4mm x 20cm x 155 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. Blood residues were observed inside the guidewire lumen. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, the catheter was successfully flushed. Neither obstruction nor resistance was observed during flushing procedure. An 0.018¿ emerald guidewire lab sample was inserted through the guidewire lumen. Neither resistance nor obstruction was observed during the insertion/withdrawal test. Next a balloon inflation test was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. A leakage of water was observed on the balloon¿s distal area. Sem analysis revealed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies adjacent to the balloon rupture. The outer surface presented evidence of bulged/peeled off material and scratch marks adjacent to the rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It appears the balloon material adjacent to the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 17700984 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported¿ guidewire lumen resistance/friction - in-patient¿ was not confirmed as flushing procedure was completed successfully per functional analysis of the guidewire lumen. However, the reported ¿balloon burst¿ was confirmed through device analysis. The exact cause could not be determined. Device analysis revealed the balloons outer surface presented evidence of bulged/peeled balloon material and scratch marks adjacent to the balloon rupture. This type of damage is commonly caused when balloon material encounters a sharp object or mechanical damage. Vessel characteristics of chronic total occlusion may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17700984) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (4mm20cm155) was inserted. The distal tip of the thrombus non-cordis aspiration catheter and the distal tip of the saber pta balloon got stack. These were removed from the patient body and blood into the indeflator was confirmed. The doctor attempted to inflate it outside the body. However, the balloon rupture (there or four pinhole) was confirmed. There was no reported patient injury. Therefore, the saber pta balloon catheter was replaced with a new non-cordis balloon catheter and the procedure was continued. The lesion was the superficial femoral artery with a chronic total occlusion (cto). Initially, a smart self-expanding stent (ses) (12cm) was implanted the middle part of the lesion. The inside of the stent had occlusion. A contralateral cross-over approach was made with a 6f non-cordis sheath introducer. A wire crossed the lesion and a non-cordis thrombus aspiration catheter was engaged to the middle part of the stent. Then, a saber rx pta balloon catheter (4mm20cm155) was inserted. The distal tip of the thrombus non-cordis aspiration catheter and the distal tip of the saber pta balloon got stack. These were removed from the patient body and blood into the indeflator was confirmed. The doctor attempted to inflate it outside the body. However, the balloon rupture (there or four pinhole) was confirmed. Therefore, the saber pta balloon catheter was replaced with a new non-cordis balloon catheter and the procedure was continued. The device will be returned for analysis. As of note ¿the doctor knows that the saber pta balloon catheter is not a spec that could be inserted into the thrombus aspiration catheter¿.